Event description:
The customer reported that the 840 ventilator had an erratic gui display. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the touch frame infrared led. The unit passed extended self-testing.